Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was done to treat the shard penetration? Surgeon washed out cut and applied a band aid. ¿ what is the status of the surgeon injury today? Full recovery. ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was not difficult. ¿ was the ampoule crushed repeatedly? No, only once. ¿ is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? If yes, what is the device return status? Product involved shipped back already. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) surgeon involved alex posch. H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. In addition, the packaging opened was returned along with the device. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was done to treat the shard penetration? Surgeon washed out cut and applied a band aid. ¿ what is the status of the surgeon injury today? Full recovery. ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was not difficult. ¿ was the ampoule crushed repeatedly? No, only once. ¿ is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? If yes, what is the device return status? Product involved shipped back already. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) surgeon involved alex posch. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Customer reported to the rep that the resident grasped bulb with fingers and broke bulb resulting in cut finger from glass bulb. Resident ok just a poke, no stitches or care required. No patient involvement.